Event description:
Customer reportedly received results of 158 mg/dl, 332 mg/dl, 236 mg/dl, 176 mg/dl, and 145 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. The alleged product was discarded and will not be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned